Manufacturer narrative:
Corrected data: in MDR follow up #1, it was also reported that the process/course was absolutely unobtrusive, no problems. (B)(4). Additional info: device available for evaluation: yes. Returned to manufacturer on: 01/16/2016. Device returned to manufacturer: yes. Product evaluation: the intraocular lens was returned to the manufacturing site for investigation. The device was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residue was observed inside the cartridge. The plunger was observed fully loaded and engaged. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). No damage on the device was observed. The lens was observed torn and with scratches; therefore, the customer's claim reported was verified. Manufacturing record review: the manufacturing records for the pcb00 lens was reviewed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. During manufacturing, there is a requirement that lenses are 100% cleaned and inspected at 10x microscope magnification. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. The lenses met specification prior to release. Labeling review: the directions for use (dfu) for the tecnis® 1-piece iol and preloaded delivery system, were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses with the preloaded delivery system. The precautions specifically state the required use of viscoelastics when using the preloaded delivery system. For optimal performance, use of the amo healon® family of viscoelastics is recommended. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was scratched when implanted. This lens was then immediately explanted and replaced with another pcb00 lens that worked well. Reportedly, the customer did not use enough healon. The sales manager trained again the nurses. The nurse in this case was new. There was patient injury indicated however the nature of the injury was not provided also noted is the procedure was delayed 15 minutes. No further information was provided.

Manufacturer narrative:
Additional information was received that an incision enlargement was performed. (B)(4). All pertinent information available to abbott medical optics has been submitted.